Event description:
It was reported that during a lead revision procedure, it was difficult to remove the lead from the pulse generator header. The lead could be removed and was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header. The lead insertion force used to insert the lead was out of specification for the product.